Event description:
New information noted that right ventricular (rv) lead was explanted and replaced. There were no patient consequences.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that device exhibited post paced t wave over-sensing. It was also noted that lead exhibited over sensed noise and impedance anomaly. It was suspected that lead had an insulation damage. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
The reported events of noise, impedance anomaly and insulation damage were confirmed. As received, a complete lead was returned in two pieces. Visual inspection found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath at the proximal region. Electrical testing found internal short between inner coil and right ventricular cables at the distal portion. Destructive analysis found an internal insulation abrasion breaching the right ventricular and inner coil lumens at the distal region of the lead. The right ventricular insulation cable coating and insulation liner of the inner coil were also abraded in this location. The cause of the reported events was due to external insulation abrasion consistent with friction to device can and internal insulation abrasion.